Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
The customer reported to philips that the device kept getting back up alarm failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer (biomed ) with assistance from a philips remote service engineer (rse). The biomed advised the backup alarm failed error code was in the significant event log and had swapped out the motor controller (mc) pcba and the power management (pm) pcba and still has the same issue. The biomed stated that they then swapped out the cpu pcba, which resolved the.